Event description:
It was reported that an implant at tooth site # 26 was removed due to a peri-implantitis. Form indicated that the patient presented with peri-implantitis in implant #26. The implant was originally placed on (B)(6) 2019. The patient did not return for follow-up until on (B)(6) 2024, when implant maintenance was performed. On (B)(6) 2026, the patient returned with phlegmon, active suppuration and complete bone loss around the implant. All treatments had involved the use of antibiotics.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A2: age at time of the event unknown / not provided. A4: patient weight unknown / not provided. G4: premarket identification k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.